Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure of this lead the fixed screw became attached to the venous anatomy. The lead was cut and capped then tucked in the pocket and tied down. The patient was transferred to a larger hospital for laser extraction. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.